Event description:
On 03/23/2012, the reporter contacted animas alleging that the keypad buttons were intermittently responsive. The patient denied damage to the keypad and denied that the pump was exposed to water. The patient reportedly wore the pump in a pump's skin, in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn at the ok button and the keypad button symbols were worn. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Evaluation revealed that the up arrow keypad button was intermittently unresponsive. There was evidence of keypad contamination found under the keypad buttons.